Event description:
It was reported that balloon ruptured occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.